Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient¿s recent visit ID remained as admitted status on server. A technical support specialist (tss) reviewed the patient record and admit discharge transfer (adt) message history on the server and determined that the cancel admit adt message had been sent for an older visit ID associated with the patient¿s mrn. The patient had multiple visit ids, and the most recent visit ID remained admitted on the server, which is why the patient continued to appear as admitted. It was noted that, for the cancellation to be processed correctly in station, the cancel admit message needed to be sent for the active (most recent) visit ID. Customer acknowledged the information and agreed to close the case. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es newly admitted patient was shown as cancelled, while remaining admitted in epic. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.